Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg was at an angle and was too deep in the body. The patient underwent a revision procedure wherein the ipg was moved to a different position. A mesh pocket used in cardiac pacemaker procedure was implanted at the pocket site to help the ipg stay flat. No device malfunction was suspected. The patient was doing well postoperatively.